Event description:
It is reported that in 1996 pt underwent right total hip replacement. Post-operatively, in 1998 x-rays revealed fracture of cement column and evidence of early loosening. Following, in 1999, the hip was revised where the stem was confirmed to have loosened. An osteonics restoration stem, size 8, 205mm bowed, 14mm distal diameter was placed. Post-op pt did very well.